Event description:
As the biliary stent was deploying it would not advance out of the endoscope. The stent became stuck within the endoscope and would not deploy. A new endoscope was obtained and new stents were deployed successfully.